Event description:
Reporter alleged blood glucose results of lo (less than 10 mg/dl), lo (less than 10 mg/dl), 202 mg/dl and 293 mg/dl when testing was performed back-to-back on the advantage system. Reporter stated customer had no symptoms and did not treat/act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.